Event description:
It was reported that during a da vinci total benign hysterectomy procedure, cables frayed on a fenestrated bipolar forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed pitch cable at distal idler. No damage was found on the pulley and clevis. An additional observation not reported were scratches on the surface of the pulley. No other damage was found.